Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 1" issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 1" issue.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The test strips have been requested to be returned to lifescan for evaluation. However, at this time lifescan has not received the test strips; therefore no testing has been completed with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.